Manufacturer narrative:
Examination confirms the spring, screw and knob component are missing. A search of the complaint database against product code 242210000 found additional reports. Investigations of the previous reported events were investigated and the root causes attributed to product wear out and/or misuse. The investigation of the current reported event could not draw any conclusions without the missing components to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Thin osteotome handle is damaged (needs a new spring, knob and screw.) Update: (B)(6) 2015 received follow-up from instrument repairs stating that knob broke off so the handle needs a new knob, screw and spring. Other than those missing parts, the handle is undamaged. Complaint updated (B)(6) 2015. (B)(6).